Manufacturer narrative:
(B)(4).

Event description:
It was reported "the catheter tip had no exit (the tip was closed) so the wire could not go through". No patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer provided one photo for analysis. The complaint of catheter tip damaged in use cannot be confirmed by the photo. The photo does not show visual evidence of a damaged or defective catheter tip. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Minimize catheter manipulation throughout procedure to maintain proper catheter tip position." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the catheter tip had no exit (the tip was closed) so the wire could not go through". No patient harm. The patient's condition is reported as fine.